Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was evaluated and water was able to be introduced into the returned piece. No conditions were found on the sample that could be associated with the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter. [Directions for use] 1. Method of use. The device is intended for single use only and is not reusable. (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon when the user attempted to remove the catheter out of patient on the next day of use. Per email received from the ibc representative on 25-jun-19 the device was placed on the patient on (B)(6) 2019. Only 4ml of water was aspirated by syringe. The catheter was cut and removed with inflated balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon when the user attempted to remove the catheter out of patient on the next day of use. Per email received from the ibc representative on (B)(6) 2019 the device was placed on the patient on (B)(6) 2019. Only 4ml of water was aspirated by syringe. The catheter was cut and removed with inflated balloon.